Event description:
It was reported that the pump displayed a travel reverse error during testing. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump displayed a travel reverse error during testing" was confirmed by reviewing the alarm history. This error is triggered when the prime/bolus function is not used before an infusion and the plugger slips when the motor begins turning. The probable cause was user error. Additional findings were found, cracked plunger cases, missing plunger screws and a primary audible alarm log in the alarm history. The plunger cases and missing screws were replaced. Additionally replaced the primary speaker assembly to address the primary audible alarm failure. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.